Manufacturer narrative:
Results: the psr3d was fractured at the distal end of the attach tip. The distal end of the returned delivery wire was bent conclusions: evaluation of the returned psr3d revealed the stent portion had fractured off at the distal end of the attach tip via double strut fracture. This damage was likely a result of the psr3d being retracted against extreme resistance. The reported deployment of the psr3d distal to the thrombus may have contributed to the extreme resistance experienced during the procedure. The reported tight and tortuous anatomy likely contributed to the resistance experienced also. Further evaluation revealed the distal end of the delivery wire was bent. This further supports the presence of difficult and tortuous anatomy. Penumbra system 3d revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). It was noted that the patient had tight and tortuous anatomy. During the procedure, the physician was unable to gain access to the target location using a penumbra system 3max reperfusion catheter (3maxc) or a velocity delivery catheter (velocity) to deliver a penumbra system ace 68 reperfusion catheter (ace68), so the physician advanced a penumbra system 4max reperfusion catheter (4maxc). Despite making two passes aspirating with the 4maxc, the thrombus was unable to be removed, and the physician therefore attempted to use a psr3d through the 4maxc. The psr3d was deployed with the proximal marker beyond the distal side of the clot due to the patient movement causing poor visibility. The physician attempted to retract the psr3d, however the psr3d would not move. After a few attempts, the psr3d moved slightly, but was not able to be retracted any further. After pulling on the pusher wire multiple times, the psr3d consequently detached from the wire. The physician aborted the procedure since the psr3d was firmly lodged and wouldn't move, the physician did not want to make things worse, so he did not use any other devices to gain access to or advance past the psr3d in an attempt to remove it. The patient remained in the same state as prior to the procedure.